Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to mssa bacteremia. Reportedly, the patient had positive blood cultures for staphylococcus aureus. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ICD remains in service.